Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "saline rupture" (deflation). Clarification to partial date of implant d6a: "somewhere between 2007-2012" was provided.

Event description:
Healthcare professional reported "saline rupture" (deflation). This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, corrected and/or changed data: b.6, d.1, d.4, d.9, h.3, h.4, h.6.

Event description:
Healthcare professional reported "saline rupture" (deflation). This record is for the right side. Device has been explanted.

Event description:
Healthcare professional reported "saline rupture" (deflation). This record is for the right side. Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: d9, h3, h6. Device evaluation: the device related to the reported event of deflation was received on august 28, 2025, with lot number 1792831. Based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as unidentified (tear) opening. As per the investigation procedures, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.